Event description:
Edwards learned that a 23mm 3000tfx aortic valve was explanted after an unknown implant duration due to unknown reason. The explanted valve was replaced with an unknown valve. No other details were provided.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section h6 (component code, investigation findings, investigation conclusions). H11: corrected data: corrected section d9, h6 (type of investigation).

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.